Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("horrible pains"), headache ("headache"), nausea ("nausea"), fatigue ("tiredness"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), onychomadesis ("nail loss") and swelling ("swollen"). At the time of the report, the genital haemorrhage, pelvic pain, headache, nausea, fatigue, pain in extremity, abdominal pain lower, alopecia, onychomadesis and swelling had not resolved. The reporter considered abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, nausea, onychomadesis, pain in extremity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("horrible pains"), headache ("headache"), nausea ("nausea"), fatigue ("tiredness"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), onychomadesis ("nail loss") and swelling ("swollen"). At the time of the report, the genital haemorrhage, pelvic pain, headache, nausea, fatigue, pain in extremity, abdominal pain lower, alopecia, onychomadesis and swelling had not resolved. The reporter considered abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, nausea, onychomadesis, pain in extremity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2021: the complete insertion date of essure was received and two new reporters (lawyers) were added. No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.